Manufacturer narrative:
The device information has been updated in this report. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, box d, g, h has been updated/ corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity,cancer,kidney. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.